Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Concurrent conditions included lactose intolerance, diarrhea, cervical intraepithelial neoplasia iii, dysplasia and teratoma. Concomitant products included alprazolam (xanax), hydrocodone bitartrate; paracetamol (vicodin) and ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("bilateral and lower abdominal pain/ cramps") and female sexual dysfunction ("no longer able to have intercourse with her husband"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain lower and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: insertion details:- 7 essure coils on left and 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Concurrent conditions included lactose intolerance, diarrhea, cervical intraepithelial neoplasia iii, dysplasia and teratoma. Concomitant products included alprazolam (xanax), hydrocodone bitartrate;paracetamol (vicodin) and ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("bilateral and lower abdominal pain/ cramps") and female sexual dysfunction ("no longer able to have intercourse with her husband"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain lower and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: insertion details:- 7 essure coils on left and 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Lot number: a64637 manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.